Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due to femoral and patellar loosening. All available information has been provided.

Manufacturer narrative:
(B)(4). 183048 - vanguard cr por fem-rt 65 - 194960. Unknown - unknown poly - 855390. Unknown - unknown tibial component - unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical notes were not provided. X-ray review by mmi states that both the lateral and frontal views demonstrate periprosthetic lucencies surrounding the hardware of the femoral component as well as the cemented hardware of the tibial component. There is also a well demarcated lucency between the bone and polyethylene lining of the patellar component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00059.